Event description:
While attempting to trim PICC line to correct length during an insertion procedure, the catheter line cutting block did not cut all the way through the catheter. Catheter tube only partially cut. A similar incident occurred the day before with a catheter from the same lot number. The user was attempting to trim the catheter using the supplied trim block tool included in the catheter kit. Catheter exchanged for new and insertion completed with no problem or issues. No patient harm during this sizing task.====================== manufacturer response for peripherally inserted central catheter PICC, l-cath======================will ship back to mfg. In next two days